Event description:
It was reported that the neurosurgeon was able to communicate with the patient's generator and the battery was not depleted. The neurologist's programming system has been able to communicate with other patient's generators indicating that there was likely an emi condition.

Event description:
Clinic notes dated (B)(6) 2015 note that the physician was not able to connect to the generator to check the battery status. The patient has been referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.